Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the distal 9mm of the lower jaw was broken; the fragment was not returned, but it was noted to have been removed from the patient during the procedure. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of excessive forces over a prolonged period of time. The reduction forceps with serrated jaw - large (399.124) are noted in the pediatric lcp plate system intended for osteotomies and fracture fixation of the proximal and distal femur. The reduction forceps with serrated jaws is one of two (the other being 399.098) reduction forceps utilized for the 3.5mm plates within the system. The returned device was examined and the complaint condition was able to be confirmed as the distal 9mm of the lower jaw was broken. The relevant drawings for the returned instrument were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the performed procedure was an open reduction internal fixation (orif) of a right periprosthetic femur fracture. Per the reporter, the bone forcep instrument was appropriately used in order to reduce the femur fracture. However, a "crack" noise was heard during the procedure. It was initially thought that the bone had cracked; however, it was then determined that the forceps tip had made that sound. The broken tip was recovered and no harm was assessed to the patient.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: july 18, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a pair of reduction forceps snapped off while being used to reduce a right femur fracture. An x-ray confirmed that the broken tip of the instrument was next to the bone. The fragment was easily retrieved. There was no reported surgical delay or additional medical intervention required. The patient was reported as "stable" post-operatively. This report is 1 of 1 for (B)(4).